Event description:
The customer reported the unit started alarming and could not get it to stop, so the customer pulled the battery. No adverse reactions were reported during the use of the device. The device was received. The evaluation confirmed the customers reported issue of alarming and wouldn't stop. The battery and power supply were disconnected and then reconnected resolving the reported issue. The pump now powers on without any issues. No event history logs were available for review as they could not be downloaded. The cpu pcb was replaced as precaution. The evaluation also found the ribbon cable between the cpu and power supply boards has a scratch exposing a few wires and was replaced. After repair, the device was found to meet specification.